Event description:
Reporter alleged blood glucose measured 388, 168, & 139 mg/dl when all tests were performed back to back within a few minutes. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.